Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer did not check for and/or remove air bubbles in the syringe prior to filling the cartridge with insulin. The cartridge was changed to address the issue. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no adverse impact to customer¿s blood glucose level.